Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. Samples with low sodium results were repeated. Obtained results were higher and were reported out of the lab. No false sodium results were reported out of the lab. There was no affect to patient treatment.

Manufacturer narrative:
The system is calibrated every 24 hours. Qc samples are run every 8 hours. Prior to the event, qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse found that the modular chemistries (mc) sample syringe was worn. The syringe and the t-valve were replaced. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.